Event description:
A patient potentially experienced inadequate stimulation as a power on reset (por) condition was reported. Following reprogramming another reset had occurred, and interrogation revealed <20% battery usage. Adequate stimulation was achieved following reprogramming. The patient was then given additional time to see if another reset would occur. The following day, the patient reported that the device was not working, and a por was suspected. The patient was scheduled to have their device's battery replaced in (B)(4) 2010. The patient's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is competed.